Event description:
It was reported that a clear link catheter extension set had leaked. During patient infusion, an unknown medication was observed to have leaked out of the luer at the distal end of the set. The leak had soaked the patient's gauze dressing. The reporter reported that the tubing appeared cracked or cut near the luer, at the distal end of the set. There was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4) a batch review cannot be performed since there was no lot number provided. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The patient's exact age was not reported; however, it is known that the patient is an infant.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the sample was visually inspected and pressure tested. During functional testing a leak was identified; confirming the reported condition. The root cause could not be identified.